Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg)reported as "too high to register". Customer experience "brain fog and light headedness" elevated bg was addressed via supply change. Customer reverted to manual injects for insulin delivery until new pump supplies were received. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg and when to resume pump use.